Event description:
A us distributor reported that a battery pack had faults and a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (battery/charger faults) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery. Device evaluation of battery charger (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a physically damaged l602 inductor on the bedside pca. The root cause for the damaged l602 inductor could not be positively identified. No adverse event resulted from the damaged charger.